Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to complainant: a cook celect jugular vena cava filter was placed in the patient on (B)(6) 2013. The patient presented to the hospital with chest pains. On (B)(6) 2015 a heart catheterization was performed and the cardiologist noted a metal fragment in the right ventricle of the heart. A cat scan was performed and it was noted that the patient had pericardial fluid and a significant ivc filter strut perforation in the vena cava. It was hard to tell if the metal fragment was free floating or embedded. The radiologist believes the ivc filter needs to be removed. The patient is stable and is being transferred to a specialist in (B)(6). The cardiologist was not convinced that the chest pains were related to the fractured strut. Patient outcome: the patient is stable and is being transferred to a specialist.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jug-celect-perm. Summary of investigation findings: with regards to tilt: no root cause for the tilted filter (rightward tilt of 26 degrees confirmed on imaging). In the placement images, there are no images with the filter completely deployed and no longer attached to the deployment device, so it is impossible to tell if this degree of filter tilt was immediately introduced atter releasing the filter, or if this developed over time. The initial placement location and ivc anatomy appeared ideal. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. With regards to perforation: in this case there is penetration of the ivc of three primary filter legs and one secondary leg. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture with subsequent embolization: fracture of the wire is a known risk in relation to an implanted filter and implant reported in the published scientific literature. In this patient there is pericardial effusion and patient chest pains reported. There was no description of arrhythmia, and per report, the cardiologist was not convinced the chest pain was related to the fractured secondary leg. Although there are several case reports of similar situations with fractured fragments migrating to the heart resulting in pericardial effusions, where after removal of the fragment, patient's symptoms improved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: a cook celect jugular vena cava filter was placed in the patient on (B)(6) 2013. The patient presented to the hospital with chest pains. On (B)(6) 2015 a heart catheterization was performed and the cardiologist noted a metal fragment in the right ventricle of the heart. A cat scan was performed and it was noted that the patient had pericardial fluid and a significant ivc filter strut perforation in the vena cava. It was hard to tell if the metal fragment was free floating or embedded. The radiologist believes the ivc filter needs to be removed. The patient is stable and is being transferred to a specialist in chicago. The cardiologist was not convinced that the chest pains were related to the fractured strut. Patient outcome: the patient is stable and is being transferred to a specialist.